Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The rotawire was received within the device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found no damages or defects. The returned rotawire was able to be removed with resistance due to a kink in the wire 57.5cm from the proximal end. The wire was not able to be reinserted into the rotapro device due to this kink. In order to determine the compatibility of the rotapro device with a rotawire, a test wire was used. The test wire was able to be inserted and removed from the rotapro device with no resistance or issues.

Event description:
It was reported that the burr became stuck on the rotawire. For this procedure a 1.75mm rotapro along with a rotawire were selected. During insertion inside the body the rotapro burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the rotawire. For this procedure a 1.75mm rotapro along with a rotawire were selected. During insertion inside the body the rotapro burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported.